Event description:
It was reported that a beta bionics ilet user was having hypoglycemic events after breakfast. The patient stated that she is eating less. The agent reviewed reports and configuration and selected a "less than" option for breakfast. The agent walked through setup and assigned training for the patient. The user's blood glucose was recorded at 56 mg/dl and was treated with glucose tabs. She did not require any outside assistance and was not out of range for more than 90 minutes. During the event, the patient felt "out of it and woozy."

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.